Event description:
On (B)(6) 2010, pt was having an abdominal aortogram and limited bilateral lower extremity run-off and coil embolization of the left hypogastric artery performed. One of the coils escaped and lodged in the femoral artery. The pt was taken to the operating room for removal of the coil. Multiple 5mm coils were used. Unable to determine which one was the free radical that caused the issue. The following are the ref#/lot# of all 5 coils. Ref# 372505 5mm/50mm fiber coil lot# 12401500 (2); ref# 372505 5mm/50mm fiber coil lot# 12748935 (2); ref# 372505 5mm/50mm fiber coil lot# 12991542 (1).